Event description:
Unrequested bolus delivery reported: the pump was programmed to deliver morphine sulfate 1.0mg/ml in the pca only mode of delivery at 2.0mg pca bolus dose with a 10 minute lockout. According to the customer contact, the history record indicated that there were bolus deliveries without request commands. There was no pt harm or oversedation reported.